Event description:
The manufacturer received information alleging patient states that she has sinus issues, & asthma & she is starting to have severe headaches. Patient also states that her sinuses are being affected, difficulty breathing/short of breath to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 13, 2023 and section h11 should be reported as: the manufacturer received information alleging patient states that she has sinus issues, & asthma & she is starting to have severe headaches. Patient also states that her sinuses are being affected, difficulty breathing/short of breath to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. The device was scrapped. Sections d8, d9, h2, h3, h6 has been updated in this report.